Manufacturer narrative:
Device not returned.

Event description:
It was reported that the rv lead exhibited large variable high pacing impedances. Patient was asymptomatic. No other anomalies detected on the lead. The lead was capped and replaced. The patient was stable.